Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-10082. Reference MFR report: 1627487-2013-10085. The pt (B)(6) received a dbs system which consisted of the ipg, 4 leads (from the same lot) and 4 lead extensions (from the same lot). It was reported the pt was experiencing post-operative headaches, itchy scalp, tightness in the neck and a stabbing pain at the surgical incision site (chest). The investigator noted that the symptoms may possibly be device related. The neurosurgeon reported nothing out of the ordinary occurred during the procedure, advising these symptoms are not unusual in the early post-operative period. No further info is available at this time.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.